Manufacturer narrative:
The received device had the cannula assembly fully deployed. The data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 2435 pulses. The needle mechanism was reset and fired properly during the investigation. No damages or defects were observed on the needle mechanism components that would result in a needle mechanism failure.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 20.8 mmol/l (374.4 mg/dl) while wearing the pod between 1 and 4 hours. It was also reported the pink slide insert did not move forward, indicating that there was a needle mechanism failure. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.